Event description:
Hcp reports patient presented with signs of infection, including redness, swelling and pain following product implant. Perioperative antibiotics were administered and the patient does not have meningitis. The primary location of the reported infection was indicated as unknown. Cultures were obtained from the device pocket with no findings reported from the facility. Hcp reported that oral and IV antibiotics were instituted, but that both patient treatments for infection failed. The report shows that total device system explant occurred in 2006 as a result of the reported failed antibiotic therapy, and after 1.6 months product implant duration. The hcp indicated the infection has subsequently resolved.